Event description:
Right atrial (ra) lead oversensing during atrial high rate episodes on stored electrograms (egm). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5154869.